Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the purge disc detection issue on ic7562 was a broken mechanical lever within the purge pressure sensor.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 51-year-old male patient presenting with cardiomyopathy. Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. During support, the registered nurse called in stating that they tried to change the purge cassette overnight. When placing the new cassette, the console did not recognize the purge disc when re-inserted. The team performed an automated impella controller (aic) to aic transfer, and the new aic recognized the disc. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.